Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was overheating. There was no patient impact.

Manufacturer narrative:
During initial inspection, the lock did not turn so the bur could not be inserted to the attachment. Analysis found that pre-repair temperature test could not be performed since the bur could not be attached, therefore the reported complaint regarding overheating could not be confirmed. The overhaul was performed. The parts such as bearing were replaced. It was confirmed that the product worked normally at the final checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicating that the lock of the handpiece malfunctioned as well.